Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The break in aseptic technique was further described as the patient made an unspecified mistake (no further detail was provided). The patient was not hospitalized for the event of peritonitis. On an unreported date, the patient was treated for the peritonitis with an unknown antibiotic (dose, frequency and route of administration was not reported). At the time of this report, treatment with the antibiotic was ongoing. On an unreported date, the patient's pd effluent was clear, the peritonitis was resolved, and the patient was recovered from the event. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that antibiotic treatment was completed. Should additional relevant information become available, a supplemental report will be submitted.